Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. Review of the most recent repair record determined the unit had a damaged comb. The ratchet gear, sliding pin, set screw, and comb were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the mesher bracket was fraying after a case. Upon completion of the investigation it was determined that the comb of the device was damaged. No adverse events were reported as a result of this malfunction.